Manufacturer narrative:
On august 11 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unknown breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, unilateral replacement with mentor smooth 400cc was performed on (B)(6) 2020.

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: . During visual evaluation an area of separated material was observed in the posterior view, measuring approximately 1.5 cm x 1.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).